Manufacturer narrative:
Follow-up #1: date of submission: 04/06/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/16/2017 with the following findings: a review of the black box showed no power interruptions. The battery compartment was cracked alongside the pump and below the bumper pad. The battery cap was not returned for investigation. A test cap was used for all testing. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours with a test cap and no power issues occurred. The pump was opened to find no damage to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.